Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that all pieces were retrieved and being returned. These instruments are used at (B)(6) medical center but occasionally used at other hospitals. The rp impactor broke in half while the surgeon was impacting the mbt tray. The hudson adaptor and the reamers are stripped and being returned as well. The surgeon noticed that with each reamer it would not grasp while reaming the bone. The reamers have been used for 40 plus surgeries. The hudson adaptor has been used at least seven times. The rp tray impactor has also been used on 40 plus surgeries. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the submitted device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.